Manufacturer narrative:
An investigation could not be performed because no device was returned, and it is unclear what stock number might have caused the problem as multiple devices were reported in the event. The product lot number was not identified; therefore, the device history records were not reviewed. It is unclear which stock number might have caused the problem, therefore complaint rate and review of the risk file were not performed. The failure root cause cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted. Related reports: MDR 9610905-2019-00087, MDR 9610905-2019-00088, MDR 9610905-2019-00089, MDR 9610905-2019-00090, MDR 9610905-2019-00091.

Manufacturer narrative:
(B)(4). Reference exemption number e2017029.

Event description:
It was reported that product was removed due to patient condition.